Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 3 rounds of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to supraventricular tachycardia (svt). Technical services (ts) discussed programming options. This crtd remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.